Manufacturer narrative:
Manufacturing review: a device history record (DHR) review was not required as this is the first complaint for this lot number. Investigation summary: one 24 cm hemosplit alphacurve catheter was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for a complete circumferential break in the extension leg, as a short segment of extension leg tubing was observed to be extending from the bifurcation, with the rest of the extension leg and blue hub missing. The profile of the break was slightly inclined, and the break surface did not appear to be planar. One region of the break surface appeared to be smooth with parallel striations, whereas the other region of the break surface appeared to be uneven and rougher and more granular. The break edges appeared to be sharp. Blood/tissue residue was observed throughout the device. After flushing out excessive blood residue, both lumens were separately patent to infusion and aspiration and no leaks were observed. The definitive root cause could not be determined based upon available information. The rough and granular regions on the break surface are consistent with tearing of the tubing. In particular, the observed striations on the break surface are consistent with characteristics of intervals of tearing separated by periods of no tearing. It is possible that the extension leg gradually tore, resulting in a complete break. Poor material selection, degradation of catheter extensions (e.g. Repeated and/or prolonged exposure to acetone and peg-containing ointment and/or repeated/excessive tension/compression/shearing forces on the extension leg may have contributed to the observed break in the extension leg. It is unknown if procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported approximately two weeks post dialysis catheter placement that the extension leg was allegedly broken. It was further reported that the catheter was removed and a new device was placed. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. (Expiration date: 09/2019).

Event description:
It was reported approximately two weeks post dialysis catheter placement that the extension leg was allegedly broken. It was further reported that the catheter was removed and a new device was placed. There was no reported patient injury.